Event description:
Pt was implanted with a left ventricular assist device (lvad). It was reported by the sr. Principal research engineer that the pump was explanted due to hemolysis, and the pump was not functioning properly. The pump was not properly unloading the left ventricle. Post explant, thrombus was visible in the pump. Subsequently the pt received a pump exchange.

Manufacturer narrative:
The attached user facility report #(B)(4) was received from the (B)(6) registry. The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.